Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary - the products were returned to engineering dept at depuy australia where they were assessed by the engineering technician who confirmed the complainants findings. It was deemed that the complaint was due to wear and tear. Device history lot - null. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon tried to over-tighten screws attaching the 1-3 broach adapter to size 3 ap cutting block. In doing so, appears to have cross-threaded the left hand screw of the broach adapter and thread on inside of ap cutting block.